Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they were experiencing severe pain on their left whole side of their body down to their feet and the issue began august of september of this year. Pt stated the pain was in their foot and they got (unrelated) surgery in september 9th of their foot. Pt noted their foot doctor removed the stitches. Pt noted the pain was so severe to the point where they couldn't walk and pt was considering removing the implant but their healthcare provider (hcp) discharged them.  Pt notified a representative of the issue in person and was readjusted but the issue did not resolve. On (B)(6) 2023 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their therapy did not help their foot pain. Pt only kept their implant charged because therapy helped with their back pain. Pt said they didn't feel the vibration down their foot, even after using groups a, b, and c. Caller disconnected the call before agent could gather all sr information. The patient was redirected to their healthcare provider to further address the issue. Pt was escalated during the call.